Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. The superior dynamic jaw is fractured on one side and bent. The location, direction and amount of force required in order to bend and fracture the jaw is consistent with application of rotational overload.

Manufacturer narrative:
(B)(4). The instrument was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the tip of the pituitary cracked during a tlif spinal surgery. No patient complications were reported.